Manufacturer narrative:
Correction to h11: update the lot number in the statement "for suspect lot r24k18147" to "25d18t214". Additional information: h4, h6(update codes), h11. H4: the suspect lot 25d17t213 was manufactured in april 2025 and lot 25d18t214 was manufactured in april 2025. H11: the actual devices were not available; however, two (2) retained samples were evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional air/leak testing was performed via a calibrated leak tester; no leak or issue was observed. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple units of uromatic tur admin set leaked. The issue was described as; when connected and under pressure, the tubing slides out of the irrigation spike, resulting in water flooding the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 lot #: the suspect lot was either "25d17t213" or "25d18t214" and unknown. D4 information - for suspect lot 25d17t213: expiration date is 03/31/2028 and UDI # is (B)(4). For suspect lot r24k18147: expiration date is 11/19/2026 and UDI # is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.